Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(6), alleging inaccurate results. The subject meter read 155 mg/dl when tested with control solution. The result was out of range. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.